Manufacturer narrative:
The investigation was completed on 24-mar-2022. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number e8330987 and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient (90kg) underwent an ischemic ventricular tachycardia (isvt left) ablation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter. The patient suffered a ventricular tachycardia (vt) and ventricular fibrillation (vf) requiring prolonged hospitalization. While exchanging the wire after the transseptal puncture, the patient's blood pressure dropped. They were exchanging the wire in order to place the vizigo sheath. The patient's blood pressure dropped and they had to call a "code yellow: cardiac code". An intracardiac with the soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and 2d echocardiogram was performed to confirm that there was no effusion present. The patient then went into ventricular tachycardia, ventricular fibrillation, and was then shocked. Pressures came back. The procedure was terminated and the patient was taken to the intensive care unit to be extubated and for observation. The physician¿s opinion on the cause of this adverse event was patient condition/procedure related. The patient was cardioverted out of vt. Patient outcome of the adverse event was improved. The patient required extended hospitalization because of the adverse event. The patient stayed overnight in the intensive care unit for observation.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-001003486.